Manufacturer narrative:
Other applicable components are: product ID: 3998, lot# j0504383v, product type: lead; product ID: 3888-28, lot# l65462, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of rsd/causalgia - complex regional pain syndrome. It was noted that during the replacement, the patient was getting perception on 9v, but it was inconsistent. One electrode pair was at 4000 ohms but it came down. No further complications are anticipated.